Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-mar-2019 with the following findings: during investigation, there was moisture observed behind display lens. A leak test confirmed leak from crack in battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 date submitted: 27-feb-2019. Section d4 updated: the serial number of the device has been updated from sn 19-57315-16 as reported on the initial MDR, to sn 19-57410-16 per notification from the device distributor on 25-feb-2019.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging there was moisture behind the display screen and the pump would not power on. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.